Event description:
It was reported that air came back to the guidewire lumen and the balloon could not maintain inflation. Reportedly, there were no pt complications indicated.

Manufacturer narrative:
No product has yet been returned for evaluation.